Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information what an aortic bioprosthetic valve was explanted dur to moderate aortic insufficiency secondary to a torn leaflet after an implant duration of approximately 10 years, one (1) month. The patient also had the mitral valve replaced. The patient was noted to have tolerated the procedure well and was in stable condition at the conclusion of the procedure.

Manufacturer narrative:
Device evaluation summary - as received, x-ray demonstrated minimal calcification on all three leaflets at the free margin, all three commissures bent, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the outflow aspect. Host tissue around the stent circumference was minimal on the outflow aspect. Leaflet 1 was folded over by approximately 1.5mm due to host tissue at the outflow aspect, creating a gap in the central coaptation area. Leaflet 2 had a non-transmural cut of approximately 5mm near commissure 3. The cut appeared smooth and straight. The reported leaflet tear was not confirmed through device evaluation. Stenosis was found as the probable cause for explant secondary to host tissue formation.

Event description:
The reported device was returned to manufacturer for evaluation.

Manufacturer narrative:
Host tissue formation. Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.